Event description:
The lay user/pt's daughter contacted lifescan in 2006 and alleged that her mother's one touch basic enhanced meter (serial number not provided) was giving the not enough blood message. The medical affairs specialist was unable to reach the reporter or the pt via phone after several attempts to verify/obtain further informmation. A letter was sent to the address provided. The reporter did not have the meter or the supplies with her at the time of the call. She reported that on sunday (exact date not provided), the pt could not get up to answer the door. The reporter picked up the pt's arm and it "flopped down." The pt did not take any actions following the attempted use of the meter. Emergency services were called and the ambulance meter result was 36 mg/dl. The pt was taken straight to the hosp. There is no further information regarding the hospital visit or the treatment adminstered . A result of 135 mg/dl is also provided (unk which meter the test was performed on and when). The reporter did not have the meter with her to troubleshoot the issue. The customer service representative called the pt directly, but she was not able to read the serial number on the meter and was not feeling well enough to go through the troubleshooting. Although there is insufficient information regarding the events leading to the hypoglycemia and the hospital visit, this complaint is reported because the meter was alleged to be giving the not enough blood message and the pt experienced hypoglycemia, which relfected in her symptoms and the ambulance meter. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.